Event description:
The user facility reported to terumo cardiovascular systems, that during endoscopic vein harvesting procedure, the endoscope displayed a blurry image. The product was changed out. Minimal blood loss relating to normal surgical procedure, approx 50 cc. There was no harm or injury to pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and upon investigation, the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4).